Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. When asked to clarify the statement that the stimulator quit working, the hcp reported that the patient had not called the office with concerns. They had been unable to connect with the patient with concerns. It was unknown if this was caused by normal battery depletion. They stated the cause of the device not working was unknown. They reported that what likely caused or contributed to the issue was that the patient contacted the office on (B)(6) 2024 stating that they had fallen but the patient had made no further contact with the office. They reported that steps taken to resolve the issue included the local manufacturer representative (rep) was trying to connect with the patient. They reported the issued had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell over a year ago and the stimulator quit working. Patient said they couldn't feel stimulation and the device is not helping their bladder. Patient stopped using the device and hasn't had time to get in to see the doctor. Patient has a back surgery and needs to put the device into MRI mode.